Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The standby mode cannot occur without human intervention. The root cause could not be clearly determined but due to the inability to reproduce the issue the most probable cause is an unintentionally use error. In consequence the ventilator was shipped to hamilton medical for investigation and four parts were preventively replaced (without confirmed malfunction). There was potential patient harm due to low oxygen saturation. The complaint is deemed reportable.

Event description:
Date and time of the event as well as the involved device's serial number are unknown. No logs. Information reached hamilton medical on 30.12.2021 at 12:15 through the communication in (B)(4) as follows: "we now have a second reported incident and the hospital ICU staff are very concerned. I understand how the standby function should work but please keep in mind that three nursing staff witnessed the ventilator going into standby independently of anyone touching the device as per the clinical report we sent to you. I am waiting for the clinical report on the second device before I open a new cer on this second occurrence. "